Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned and analyzed. The reported event was confirmed at (B)(6). The battery failed ti-testing due to cell #3 having 0 volts. After opening the battery, it is concluded that the ptc-tab was not correctly welded to cell #3. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and would not display a status of charge when the button on the battery was pressed. The battery was exchanged. The battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: it was reported that the battery would not charge and would not display the charge when the gas gauge button was pressed. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed a cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. Heartware/mcs investigated cell failures and broken/lifted cell welds. If information is provided in the future, a supplemental report will be issued.